Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer complaint advocate called the customer facility back and spoke to the initial reporter (who stated he provided the information to flora). Customer indicated that he works at multiple locations and this site has noticed that the lines are allowing air to come in via the fistula on the needle. Added that the negative pressure on the arterial or red colored connector, is allowing air to be sucked in where it conned to the fistula on the needle. The amount of air gets bad enough where they are losing surface area on the dialyzer. He explained that the blue connector is a positive pressure connector, and the leaks are probably not big enough to let blood through, but the red connector is small enough to pull air through. Again, they are losing surface on the dialyzer. Because of the air in the arterial circuit, little bubbles can be seen along the tubing and where it connects at the top of the dialyzer. And also, at the top of the venous chamber. Anytime air is introduced in the dialyzer, it clots reducing surface area to clean the blook and subsequently reducing the effectiveness of the dialyzer. For this particular lot, the air bubbles were going into the venous chambers and subsequently going into the lines. The machine did not alarm: the nurse, brian dill, was observing treatment and could visibly see the air so he stopped treatment as the machine did not alarm. They bubbles were large enough to cause concern.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # 97609]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.